Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by an account manager that on (B)(6) 2018, an ins8400 accudrain without the anti-reflux valve stop cock area cracked in half allowing the white stop cock to fall out onto the patient. The drain was immediately clamped and a new evd system was primed and hooked back up to the patient. The patient did not appear to leak cerebrospinal fluid (csf) from the break point and the exam remained the same. Additional information has been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, therefore the failure mode could not be confirmed. The root cause cannot be determined due to the lack of information received to perform a complete investigation.